Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm and 12atm respectively for 15 seconds each. However, it was noted that the balloon ruptured in the distal part at second inflation. The device was removed without any problem using normal method. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.